Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for a liver embolization procedure, a package seal was found to be open. The blue seal was removed from the box of contour vials and one bag was noted to be open. As there was no pt contact, no pt complications occurred.